Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 1 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed an error 4 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred in the ¿middle of (B)(6)¿ in the morning. The patient manages her diabetes with oral medication, diet and exercise and continued to take her usual dose of metformin pills in response to the alleged issue. The patient reported that ¿a few days¿ after the issue occurred she developed symptoms of ¿dizziness, nauseous and tongue feeling numb¿, and that on (B)(6) 2016 she visited her doctor¿s office where she had a blood glucose test performed on a clinic meter, but could not specify the results obtained. During troubleshooting the cca noted that the patient had followed the correct testing process and that the test strips had not expired. When the patient was walked through a retest the issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.